Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer said the readings are off a lot. They also experienced skin irritation from enlite sensor over tape. He also said that he had 2 infusion sites pulled out while playing basketball. He then said the device constantly shows false lows at night while he is sleeping. Lastly, the patient said that often times he gets 2 cal errors in a row and then has to change the sensor. The patient denied trouble shooting and ended call. The pump is not being replaced.